Manufacturer narrative:
(B)(4). To date, this device has not been returned for analysis. This report will be updated should further information become available.

Event description:
Boston scientific received information that at the implant of this implantable cardioverter defibrillator (ICD), deflections were noted on the pace/sense portion of the right ventricular (rv) lead. The physician removed and cleaned the lead twice but still seeing noise. Boston scientific technical services (ts) concluded it appeared to be air bubbles which typically resolve over 24-48 hours. The physician opened the pocket again and requested a different device which was implanted and no deflections seen. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.